Manufacturer narrative:
Device was evaluated by simulated use testing. No device failure found. Device operated within specification. Found improper material problem with the gas supplied from the facility. Materials manager at the hospital has been notified of findings, and is working with the supplier of the gas to determine the root cause.

Event description:
Patient placed under anesthesia, prepped and draped. Began pretesting probes, probes began to develop ice during the thawing cycle. Test continued, after freeze cycle another helium thaw cycle done. Probes continued to have ice on them. Checked helium connections and added an additional probe to compare to the original 207v kit. A second test resulted in the same results as described earlier. Further testing of individual probes revealed that probes would get cold during thaw cycle which is contrary to the properties of helium gas. Additional helium tank, with a different lot number, brought in from another hospital. Probes re-tested using the same method used previously, this time all probes worked as designed. By the time testing completed, doctor had already canceled case and patient taken to recovery.